Manufacturer narrative:
Case #66 - unidentified underlying patient condition may have caused or contributed to possible vitreous leak into anterior chamber. Laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow-up required.

Event description:
On 02/25/2025, while cas was on site at ((B)(6)) doctor reported a possible vitreous leak into anterior chamber on case #66.